Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message and no ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section 5b updated. The device was returned to zoll medical corporation for evaluation. For the customer's report of ECG signal issue, in the initial phase of the event, the device was in a lead ii view and no ECG signal was shown on the display suggesting no ECG cable was connect to the device. Once the users switched to the pads view, the ECG signal appeared briefly. However, once pacing mode was enabled, the device reverted back to lead ii view, where the ECG signal isn't displayed in that mode without a separate lead cable. The user appears be in the wrong lead view based on device setup. For the customer's report of defib pad short issue, there was no short observed in the clinical data. The device passed all testing without discrepancies, showed no evidence of inappropriate shorts, and was able to display ECG signals and pace properly when required conditions were met. The device was recertified and returned to the customer. No trend is associated with reports of this type.